Event description:
Description from the customer: "unit shows intermittent alarm "pat: water flow low". (B)(4).

Manufacturer narrative:
Description of this error message: the error message "water flow low" lead to a pump stop of the unit. A maquet field service technician investigated the unit and found the shunt valve leaking. The technician ordered a new shunt valve and will replace it as soon as available. A supplemental medwatch will be submitted as soon as additional information becomes available.

Manufacturer narrative:
A maquet field svc technician investigated that unit and found the shunt valve leaking. The technician ordered a new shunt valve and will replace it as soon as available. Add'l info rec'd on 2015-11-17: the defective shunt valve was replaced and the unit is still in ise w/o problems. A supplemental medwatch will be submitted as soon as add'l info becomes available.

Event description:
(B)(4).